Manufacturer narrative:
(B)(4). Review of device history records identified no deviation that would cause or contribute to the reported event. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of three for the same event, reference reports 0001032347-2017-00399 and 0001032347-2017-00400.

Event description:
A remake of a patient matched implant was requested due to a wound healing disorder. It was reported the revision will be performed on (B)(6) 2017. Additional information was requested but has not been received at this time.

Manufacturer narrative:
There was a revision in which these implants were removed: therefore the complaint is considered confirmed. The sales representative reported that the implant was removed in order to treat a wound healing disorder. There was no alleged malfunction of the implant. The most likely underlying cause of this complaint is patient condition. This is report one of three for the same event. Reports two and three are reported on MFR # 0001032347-2017-00399 and 0001032347-2017-00400.

Event description:
Additional information was received; the first htr was implanted in (B)(6) 2016 after the patient had a traumatic brain injury. Subsequently the patient had a wound healing disorder, so the htr had to be removed in (B)(6) 2017. After the treatment of the wound healing disorder, the back-up implant was unable to be located which is why a remake of the htr implant was requested. The patient came back to the hospital last week, they decided to re-operate in (B)(6) 2017.